Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was experiencing a localizer faulted error in the application. There was no patient involvement. Additional information was received. The field representative (rep) was onsite to perform troubleshooting. The rep reported that the ndi was displaying the following 4 faults: bump detector battery fault, return for service, bump detected, and storage temperature exceeded. Accuracy assessment recommended.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. The 9735821 camera (lot number: p902547) was returned to the manufacturer for evaluation. A check of the event log showed intermitte nt firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The positioning sensor unit (psu) failed an accuracy test (aak) at 1.105 mm with a passing threshold of .250 mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.